Manufacturer narrative:
The device was received for evaluation. Functional testing were performed and did not identify any issues related to the customer reported condition. Flow rate and downstream occlusion testing were performed, and the device were found to be within specification. A review of the event history log identified "upstream occlusion!" Alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm downstream occlusion during oxytocin therapy programmed at 20 ml/hour. There were no drips observed dripping during the event in the labor and delivery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.